Event description:
The customer reported a cleaner fluid leak of approximately two (2) ml from the needle area of the coulter lh 500 hematology analyzer while performing maintenance. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory coat when the leak was observed.

Manufacturer narrative:
Service was not dispatched. A beckman coulter (bec) customer technical specialist (cts) assisted the customer to troubleshoot the issue. The customer replaced the needle assembly to resolve the leak. The customer did not report any further issue since the replacement of the needle assembly. (B)(4).